Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the primary nurse requested for left PICC line assessment due to leakage noted under the dressing. PICC nurse assessed the line. Leaking noted from securacath. Dressing removed and top piece of securacath removed, leaking noted at 2.2 cm of the line when flushing white lumen. Noted a slit or cut on the PICC line after it was removed. No injury but new PICC was inserted.